Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The catalog number was not reported. Recall numbers z-1920-2014, z-1921-2014, z-1922-2014, z-1923-2014, z-1924-2014, were issued for all duet catalog numbers. (B)(4).

Manufacturer narrative:
The returned unit was patent. It did not meet requirement for the leakage test. The proximal patient line tubing was disconnected from the patient line stopcock. The tubing¿s end appeared to have been cut. Adhesive was observed in the interior of the tubing to luer connection, as well as on the tubing. A review of the manufacturing records was not possible as a lot number was not provided. The catalog number was not reported. Recall numbers z-1920-2014, z-1921-2014, z-1922-2014, z-1923-2014, z-1924-2014 were issued for all duet catalog numbers. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected on a duet edms. The exact event date was not reported.